Event description:
Information was received that the device had to be removed on (B)(6) 2022 due to extrusion of the housing through the skin behind the ear. The user was not re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of th device through the skin. Age-related thin and fragile skin might have predisposed to the reported skin breakdown. Reportedly a swelling was present in the implant area, however no further information was received. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. This is a final report.

Event description:
Information was received that the device had to be removed on (B)(6) 2022 due to extrusion of the housing through the skin behind the ear. The user was not re-implanted with a new device.